Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 18.8 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer was calling back with blank display after receiving new battery cap. Customer states the display was not blank less than 30 seconds and did not return. Customer states display was blank currently. Customer remove the battery and states insert battery alarm did not display on the insulin pump screen. Customer states the contacts on the battery cap were neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display.